Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use of the subject device, the examination lamp did not ignite and the emergency lamp lit up. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india that the converter had failure, there was the possibility that the reported phenomenon was attributed to the malfunction of the power supply due to the accidental failure of the dc/dc converter on the electrical circuit board or the ac/dc converter in the power unit. If additional information becomes available, this report will be supplemented.